Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4,b5,d2,g1,g3,g6,h1,h2,h3,h6 the cmp was confirmed no product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The reported products were reviewed for compatibility with no issues noted. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records and radiographs were provided and reviewed by a health care professional and a radiologist. The review of the initial surgery report identified a posterolateral approach of a tha performed with no complications, excellent fit and stability with full rom testing. Patient was discharged stable pod 2 with home pt, posterior hip precautions. Review of the the radiologist's case report identified that the teardrop-top to lesser trochanter distance is greater on the left compared with the right, which could result in a leg length discrepancy (left longer than right). In addition, the left hip acetabular cup shows lateral overhang. Possible acetabular cup malpositioning or sizing concern was identified as a contributing factor to the event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report..

Manufacturer narrative:
(B)(4). D10: xlpe 10 deg poly liner, #item 00631005632, #lot 62945897. Tm prim fem st, #item 00786401300, #lot 63172379. Tm acet shell, #item 00620205620, #lot 62658917. Bone scr 6.5x25, #item 00625006525, #lot 53165860. Trilogy bone scr, #item 00625006530, #lot 63160168. Therapy date: unknown. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a left hip implantation and subsequently experienced leg length discrepancy, pain, and limitations in range of motion. The patient stated these symptoms had persisted for approximately nine years post-implantation. The patient sought confirmation that the implant was adequate for their build and indicated their physician had dismissed the concerns. No details were provided regarding device malfunction, intraoperative issues, or device inspection. No revision or other surgical intervention was reported. No environmental factors were reported. Attempts have been made and no further information has been provided.